Event description:
It was reported that the patient presented for follow up with a complaint of phrenic nerve stimulation caused by the left ventricular lead. The patient was scheduled for explant and the lead was replaced. The patient was stable and tolerated the procedure well.